Manufacturer narrative:
The pt medical history was received and evaluated. Infection remains the probable cause of failure.

Event description:
Implant placed 3/25/1997. It was removed 5/28/1997 due to infection at the site. Pt is a non-smoker and in general good health. One person affected.